Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. The complainant reported that the ¿placement signal unknown¿ alarm was present. The waveform aortic and motor current pulsatile. Echocardiography was completed and position correct, but unaware of left ventricle measurement. Awaiting the final read of echocardiography. The clinician was informed on how to disable placement signal audio. The pump was eventually weaned and explanted, and no patient harm has been reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: console logs (obtained from the cloud) are consistent with complaint and show placement signal not reliable alarm (#130, due to low snr), preceded by multiple events 130, indicating console's inability to reliably calculate placement due to poor quality of optical signal, manifested by low snr. Ltlog and rtlog data indicates that initially optical signal had good quality, but gradually worsened over time, triggering psnr condition (130) within 5 hours from pump start. Device analysis: console (B)(6) was not returned for the initial investigation (B)(4) after investigation (B)(4) against pump (B)(4) identified that the console might have contributed to the issue, therefore root cause of psnr condition could not be established at that time. The console was eventually returned for (B)(4), where complaint (B)(4) alleged psnr alarms with pump (B)(4). The investigation concluded that degradation of optical signal was caused by malfunction of the optical bench. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.